Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a alleged gore device was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the alleged gore device was explanted. It was reported the patient alleges the following injuries: no injuries were initially provided. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions d17: appropriate code/term not available for ¿withdrawn complaint¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane this claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added patient weight. Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1992: (B)(6). Operative report. Procedure: laser laparoscopic cholecystectomy. Preoperative diagnosis: chronic cholecystitis secondary to cholelithiasis with acute exacerbation. Complications: none. Description: the patient gives a history of 3 weeks postpartum. An open laparoscopy was planned. [Missing records: records between (B)(6) 1992 and (B)(6) 2006 were not provided.] (B)(6) 2006: (B)(6) . Operative report. Procedure: repair of large incisional hernia with gore-tex patch, 19x13 cm. Panniculectomy. Preoperative diagnosis: symptomatic large incisional hernia with incarceration, status-post gastric bypass. Redundant panniculus. Postoperative diagnosis: symptomatic large incisional hernia with incarceration, status-post gastric bypass. Redundant panniculus. Findings: presence of a very weak upper part of the abdomen with a large sac and incarceration of omentum and small bowel. This extends to almost close to the sacral process. There was a significant amount of adhesions just above the anterior peritoneum. Significant redundant pannus on both sides of the abdomen. The right pannus removed about 779 grams and the left about 779 grams. Drains: three #19 hemo-ducts, one above the patch subfascially and the two stayed underneath the flap, coming out the suprapubic area. Complications: none. Sponge count: correct. Anesthesia: general given by nurse anesthetist under dr. Suresh supervision. Description: ¿with the patient in the supine position, after induction of adequate general endotracheal anesthesia, a foley catheter was inserted and the patient¿s abdomen was then prepped with betadine from below the breast all the way to the pubis and draped in the usual sterile fashion. An incision was made following the previous mark around the skin crease where the pannus hangs out. The incision was extended all the way to the rectus fascia and the dissection was carried along the rectus fascia plane. Perforators were controlled with cauterization and large ones were controlled with suture ligature of 3-0 vicryl. The dissection was carried around the area of the navel and the navel was then cored out from the skin and just above, 3 mm from the navel in the rectus fascia, the hernia begins. There is a significant pocket here with incarceration of small bowel and reducible easily. The dissection was then carried past the hernia all the way to the xiphoid process. The dissection was also carried both on the left and right side of the abdomen, below the subcostal space and laterally. Hemostasis was obtained with cauterization and ligatures of 2-0 vicryl. Following release of the pannus from the anterior abdominal wall rectus fascia area, the sac was then opened and adhesions from within were released very carefully to allow placement of a gore-tex patch. The weak fascia was partially excised. The defect was then measured to be about 15x12 and through this, a 19x15 patch was then taken and trimmed on the sides about 1 cm on its side. The patch was then sutured and anchored below the rectus fascia along the planes of the peritoneum by using a granee needle. The sutures were placed on the north and south border of the patch an on its side east and west and in between sutures were also placed about 3 sutures at a distance of about 2 to 2.5 cm. The patch was then secured or anchored full-thickness to the peritoneum and the rectus muscle and fascia together at a distance of about 3 inches away from the defect. Following completion of the sutures which were retrieved with granee needle and using a french needle, the suture was anchored to the rectus fascia using a french needle. There was excellent anchorage of the patch. A drain was then inserted and placed above the pouch and came out a few inches below the navel and directed all the way to the pubis. The weakened fascia was then excised and then closed with running #0 prolene followed by figure-of-eight #0 prolene. The navel was kept alive. The defect here was closed with #0 prolene. The dissected pannus from the anterior abdominal wall was then incised just past the navel, from the previous old navel, in a semi-circular manner with excellent hemostasis using cauterization. The right pannus weighs about 790 grams and the left about 790 grams. Despite this, there is still a bit of this on the lateral aspect of the flank. The patient has a tremendous amount of redundancy all around the trunk. Another drain was inserted, one on each side of the flaps right and left, and came out through the pubis area and secured with 2-0 silk. Drains consisted of #19 hemo-duct. The wound was then closed by using 2-0 vicryl for deep subcu interrupted followed by closure of the skin with continuous 4-0 vicryl aligning it properly followed by steri-strips. The navel was then brought out into a defect that was made by cutting a portion of the skin and along the scar as well. The patient has a long midline scar from previous gastric bypass surgery. The navel appears to be pink and was secured very carefully into the defect area and the edges of the navel then secured to the skin with steri-strips. A dressing was placed. The patient tolerated the procedure well.¿ product identification records for the alleged ¿gore-tex patch¿ were not provided. (B)(6) 2006: (B)(6). Operative report. Procedure: exploratory laparotomy. Lysis of adhesions. Significant small bowel resection with end-to-end anastomosis and reconstruction of the jejunogastric bypass. Anesthesia: general given by dr. Yun. Preoperative diagnosis: small bowel obstruction, high grade. Postoperative diagnosis: small bowel obstruction secondary to gangrenous small bowel from internal hernia and adhesions. Findings: presence of gangrenous loops of small bowel involving the jejunojejunostomy limb from the gastric bypass and also a long segment of the ileum and jejunum, looped into internal hernia with adhesions. The jejunojejunostomy limb needed to be resected and reconstructed. Complications: none. Sponge count: correct. Description: ¿with the patient in the supine position under general anesthesia, the whole abdomen was prepped with betadine and draped in the usual sterile fashion. An incision was made excising the old scar and deepened through thick subcu incising as well the gore-tex patch that was placed in the past. The abdominal cavity was entered and long segment loops of small bowel gangrene was identified and this was scooped out of the abdominal cavity very carefully. The gangrenous segment involves the jejunojejunostomy limb from the gastric bypass and also a long portion of the mid jejunum and proximal ileum. Following identification of all the segments, the gangrenous segment was excised completely and to include the mesentery. The abdominal cavity was cultured and was irrigated with warm saline solution followed by gu-irrigant solution. The limbs were then approximated constructing the jejunum and ileum together followed by approximation of the jejunal segment from the gastric bypass attaching it to the distal jejunum. A long segment of the ileum is gangrene and included in the dissection. Lysis of adhesions was performed exposing a portion of the small bowel. The ligament of treitz was identified, identifying the segment of the jejunum as well as the ileum starting from the cecum and adequate anastomosis of its segment was done. Anastomosis was performed using the gia stapler 75 and the enterotomy was closed with ta-60 and reinforced with running interlocking 2-0 silk. The mesentery of the limbs were closed with internal harness. The abdominal cavity was further irrigated with gu-irrigant solution and closure was then begun, passing internal retention sutures of #1 prolene followed by closure of the fascia with #0 prolene in continuous manner, one from the top and one from the bottom and the subcu space was irrigated with gu-solution and a #19 hemo-duct was inserted in deep subcu and the subcu space was closed with 2-0 vicryl interrupted and the skin closed with staples. The patient tolerated the procedure well.¿ (B)(6) 2006: [missing records: a culture report detailing analysis of the specimens collecting during the (B)(6) 2006 procedure was not provided.] [Missing records: records between (B)(6) 2006 and (b)(60 2018 were not provided.] (B)(6) 2018: (B)(6). (B)(6). History & physical. Surgery date: (B)(6) 2018. Chief complaint: umbilical and ventral hernia. Medical history: lymphedema, rheumatoid arthritis, reflux, bowel obstruction. Current medications: prednisone, tramadol, ibuprofen, prilosec, multivitamin, coq10, promethazine, xanax, ambien, rituxan. Surgical history: gastric bypass, appendectomy, hysterectomy, cholecystectomy, breast reduction, hernia repair, bilateral knee replacement. No tobacco, no alcohol. (B)(6). Abdomen: abdominal hernia. Plan: repair of recurrent incisional and umbilical hernias with mesh onlay and f/c flap closure. (B)(6) 2018: (B)(6). [Provider ni]. Physician attestation statement. Admitting diagnosis: umbilical hernia without obstruction. Secondary diagnoses: incisional hernia with obstruction, rheumatoid arthritis, gerd without esophagitis, obesity, bmi 29.0, bariatric surgery status, long term use nsaid, z79.52 long term us of systemic [steroids], z79.899 other long term current dr[ug therapy]. (B)(6) 2018: (B)(6). Operative report. Preoperative diagnosis: umbilical hernia and incisional hernia of the anterior abdominal wall. Postoperative diagnosis: umbilical and recurrent incisional hernia found to be incarcerated along with the convoluted failed intraperitoneal mesh. Operation performed: repair of recurrent and incarcerated incisional and umbilical hernias with onlay mesh. Resection of the previously intraperitoneal mesh and lysis of the extensive intraperitoneal adhesions. Measurements of the cutaneous perfusion using the spy technology. Closure by medial rotation of 2 fasciocutaneous flaps. Introduction of 2 on-q pain pump catheters. Assistant: surgical assistant. Anesthesia: general oroendotracheal. Estimated blood loss: 150 ml or less. Tubes and drains: two #15 blake drains. Complications: none. Findings: as above. Specimens removed: scar overlying incarcerated and recurrent incisional hernia and incarcerated recurrent umbilical hernia with associated mentum. Left-sided intraperitoneal subrectus mesh. Right subrectus intraperitoneal mesh from previous hernia repair. Implants: parietex covidien mesh for onlay external reinforcement. Description of operation: ¿the patient was placed on the operating table in the supine position. The arms were abducted to 80 degrees and the palms were supinated. The kendall stockings were inflated prior to the induction of anesthesia and a foley catheter was placed into the patient¿s bladder. The abdomen was prepped and draped. The planned incision line was midline extending from the epigastrium all the way to the symphysis pubis and transversely in the suprapubic region up to the mid lateral line below the level of the scar. The planned incision lines were all injected with 0.5% xylocaine with 1:200,000 epinephrine in the subdermal plane to minimize dermal blood loss. The incision was then made through the epidermis and dermis using a scalpel, thereafter all the dissection was done with cutting electrocautery. The dissection was taken down to the level of the deep fascia and all the previous scarring from the previous repair was seen over the surface of the anterior rectus sheath. The conjoint tendons were intact and the 2 fasciocutaneous flaps were raised to the level of the costal margin. These were reflected over the chest wall. The previous scar was then dissected off the midline displaying the recurrent incisional hernia and the recurrent umbilical hernia. The both hernias were found to be incarcerated with omentum coupled with the failed intraperitoneal mesh. The peritoneum was opened caudal to the umbilical hernia repair and the edge of the previous mesh was encountered. This was divided in the midline so as to separate the left side from the right side. The extensive adhesions of the omentum on the deep surface of the mesh were divided and all bleeding points were carefully secured. The associated adhesions extended down into the bowel region with the transverse colon being trapped up in the subhepatic region. This allowed the transverse colon and the omentum to adopt normal anatomical position. The dissection then required that all the previous convoluted mesh with irregular sharp edges to be resected off the underlying peritoneal layer and this was very carefully done with both metzenbaum scissors and electrocautery. Two sections of mesh were sent to the pathology separately. All the adhesions were divided. This took over an hour and half of surgery time and there was no damage to the underlying serosa of the small and large bowel in order to the intraperitoneal contents. The dissection was thus completed intraperitoneally and there was no other intraperitoneal pathology noted. The peritoneum was closed with a continuous interlock 0 ethibond suture, and the peak inspiratory pressure was very closely monitored throughout this process. There was no significant change therein throughout the entire reconstruction of the anterior abdominal wall. The union of the 2 rectus muscles in the midline was reinforced with onlay mesh and this was a parietex mesh in oval conformation and sewn onto the anterior rectus sheaths with 3 rows of parallel 2-0 prolene suture. The rationale behind this procedure was to separate the fasciocutaneous component from the musculofascial component, so that both could move in separate vectors, in particular the 2 rectus muscles could be brought into midline apposition without increase in intraabdominal pressure, but by so doing reduce the risk of further recurrence from 70% down to less than 1%. This explains the necessity to separate these 2 components, dividing the perforating vessels to the fasciocutaneous flaps, and leaving these to be supplied by the segmental blood supply of the intercostal vessels. The blood supply of the fasciocutaneous flaps, which were to be rotated under no tension to the midline after the removal of the central tissues was measured by using the spy technology. ___ [sic] green was injected into the venous system and the blood supply to the flaps was quantified, but this required the flaps to be modified in their shaping and this was done in accordance with the spy measurements. The wound was lavaged with dilute hydrogen peroxide. All bleeding points were secured. The wounds were drained with two #15 blake drains taken out laterally and inferiorly and secured with 3-0 silk suture. Seroma formation was minimized by the spraying of the wound with evicel and furthermore by multiple rows of quilting sutures of 2-0 vicryl. These were in multiple rows, 2 inches apart. The on-q pain pump system was introduced using the supplied catheters, which were to deliver 4 ml of 0.4% plain marcaine to the wound each for the first 3 postoperative days. The reservoir was filled accordingly. The catheters were secured with bioclusive dressings and the purpose of these was to reduce the patient¿s hospital stay by early mobilization and to reduce the risk of deep vein thrombosis by the same token, minimizing of the opioid use also justified with the use of the on-q pain pump by reduction of the opioid use as well as the minimal risk of ibs ileus of this extensive dissection of bowel adhesions. The wounds were closed in 2 layers using 3-0 pds suture for the deep layer of dermis and a continuous 4-0 prolene for the skin. The wounds were covered with bioclusive dressings. The blood loss was thought to be less than 150 ml. There were no complications. The patient was returned to the recovery room in her own bed with the position of semi-fowler¿s. The patient to be admitted to the hospital for a period of 23-hours of observation and to be discharged depending on the degree of ileus that was encountered.¿ (B)(6) 2018: (B)(6). Implant sticker. Covidien progrip. (B)(6) 2018: (B)(6). (B)(6). Pathology report. (B)(6). Specimens: a. Scar, scar overlying incarcerated recurrent incisional hernia and incarcerated recurrent umbilical hernia with associated omentum in 10% formalin. B. Abdomen, left sided intra-abdominal subrectus mesh in 10% formalin. C. Abdomen, right subrectus mesh from previous repair in 10% formalin. Diagnosis: a. Scar overlying incarcerated recurrent hernias with associated omentum, excision: skin with scar. Dermal fibrosis. Focal giant cell foreign body reaction. B. Left sided intra-abdominal subrectus mesh, removal: mesh with surrounding dense fibrous tissue and giant cell reaction. C. Right subrectus mesh from previous repair, removal: mesh with surrounding dense fibrous tissue and hemosiderin deposition. Clinical information. Preoperative diagnosis: umbilical hernia without obstruction and without gangrene. Incisional hernia, without obstruction or gangrene. Postoperative diagnosis: same. Gross description: a) received in formalin labeled with the patient¿s name kesia stephenson and ¿scar overlying incarcerated recurring incision hernia and incarcerated recurring umbilical hernia with associated omentum¿ is a strip of yellow-gray soft tissue which measures 30 x 8.5 x 4 cm. It is partially covered along one edge by a 33 x 3 cm strip of brown, wrinkled skin. Along the center of the skin, there is a slightly raised striation. At one apex, there is a 1.0 cm indentation grossly consistent with umbilicus. The deep aspect corresponding to the umbilicus is roughened, focally disrupted, and slightly indurated. No masses or lesions are identified on the cut surfaces. A1 ¿ skin including umbilicus and striation. A2 ¿ soft tissue from deep margin corresponding to level of umbilicus. A3 ¿ deep margin away from umbilicus. R/3. B) received in formalin labeled with the patient¿s name kesia stephenson and ¿left-sided intraabdominal sub rectus mesh¿ is a flat, papery fragment of yellow-tan material that measures 11.3 x 7.5 x 0.5 cm and has attached blue sutures. R/1. C) received in formalin labeled with the patient¿s name kesia stephenson and ¿right sub rectus mesh from previous repair¿ is a flat, papery fragment of yellow-gray material that measures 12.5 x 4.0 x 0.5 cm. Blue sutures are attached around the edges. (B)(6) 2018: (B)(6). [Provider ni]. Discharge instructions. Start taking keflex, percocet. Wound care: leave dressings alone. Drains: empty, measure and record every 8 hours. Follow up: (B)(6). No activity restrictions; walk around as much as possible. Regular diet. Medication list: methotrexate every 7 days, prednisone, rituxan injection; 2 infusions every 4 months. Records span (B)(6) 1992 to (B)(6) 2018. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) .(B)(6) md. Radiology-upper gi series with scout abdomen radiograph. Indication: history of gastric bypass and small bowel obstruction with partial small bowel resection (2006-2007). Patient now has nausea and indigestion. Impression: the esophagus appears within normal limits. No evidence of obstruction at the gastrojejunostomy or jejunojejunostomy anastomosis. A small pocket of retained contrast at the level of the stomach likely reflects the blind loop of the side-to-side anastomosis. A similar-appearing but larger pocket is seen within the left lower quadrant likely the blind loop from side-to-side jejunal plemons anastomosis related to prior small bowel resection. Correlation with surgical history is required in this regard. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Procedure performed: endoscopy with esophageal dilatation. Indications: patient with history of gastroesophageal reflux disease and dysphagia, status post bypass surgery. Impression: sliding hiatal hernia. Mild schatzki¿s ring, easily dilated with a 60 french cre balloon dilator. Small gastric pouch status post gastric bypass surgery with normal appearing anastomosis. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Surgery information. Primary procedure: left total knee arthroplasty. Weight 200 lbs., bmi 34.4. Surgical history of small bowel resection. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Consultation. Postop evaluation and care in patient with rheumatoid arthritis who takes prednisone. Has undergone a left knee surgery. Current medications include prednisone, rituximab, methotrexate. Exam: abdomen soft, nontender, no organomegaly of mass. Impression/plan: because of long-standing use of prednisone, which can cause adrenal insufficiency, change from solu-medrol to the recommended dose of hydrocortisone. (B)(6) 2014: (B)(6) medical center. (B)(6) , pa. Emergency room visit. Complains of upper abdominal pain, nausea, vomiting onset last evening. Reports history of multiple abdominal surgeries, including small bowel obstruction with gangrene. Had normal bowel movement yesterday. Surgical history of small bowel resection due to blockage 2005. Exam: abdominal exhibits distension, bowel sounds are decreased, there is tenderness in the epigastric area. Impression: abdominal distension, gaseous. Plan: discharge home. ¿ (B)(6) 2014: (B)(6) medical center. (B)(6) md. Radiology-abdomen acute. Indication: abdominal pain. Impression: low lung volumes but no acute cardiopulmonary disease. Nonspecific gaseous distension of large bowel. No implication of obstruction. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: abdominal pain/distension; prior gastric bypass. Findings: previous abdominal wall repair with mesh. There is no bowel containing hernia. Impression: no finding for bowel obstruction. Abdominal distension most likely relates to the gaseous distension within the large bowel, intermixed with moderate volume of stool. Increased caliber of left ovarian/adnexal enlargement. Remains most likely to be benign etiology such as physiologic cysts; other cystic lesions are not excluded. This could be further evaluated with pelvic sonography. (B)(6) 2014: (B)(6) center. (B)(6) fnp-c. Office notes. Upper endoscopy showed small sliding hiatal hernia and a small gastric pouch. Recommended to continue prilosec. Complains of symptomatic gastroesophageal reflux disease, abdominal bloating and gas. Current meds: rituxan infusions, prednisone, methotrexate. Impression: gastroesophageal reflux disease, hiatal hernia, status post gastric bypass surgery. Plan: scheduled for upper endoscopy. (B)(6) 2014: (B)(6) hospital. (B)(6) md. Procedure ¿ endoscopy with balloon esophageal dilation. Impression: small gastric pouch in patient who is status post gastric bypass. Mild thickened gastroesophageal mucosal folds dilated up to 60 french cre balloon dilator. Small sliding inguinal hernia. Discussion: patient on prilosec 20 mg bid and anti-reflux therapy. She is to have small feedings as she has a small gastric pouch. She is status post gastric bypass. Indications: patient with history of gastroesophageal reflux disease and dysphagia, currently on prilosec twice a day. Description of procedure: topical anesthetic was sprayed to the pharynx. Olympus scope was inserted in the pharynx and passed to the esophagus without any difficulty. Exam of the esophagus showed a small sliding hernia and a small gastric pouch. The proximal small bowel appeared normal. There was just mild thickening of the mucosal folds at the gastroesophageal junction, did not really appreciate a stricture of schatzki¿s ring. The cre balloon dilator was introduced and biopsy channel inflated up to 60 french for 20-30 seconds x2. Patient tolerated the procedure well. (B)(6 )2016: (B)(6) medical center. (B)(6) md. Emergency room visit. History of abscesses who presents to the emergency department complains of abscess to abdomen onset yesterday. States ¿started as a little bump.¿ history of chronic pain. Weight 203 lbs. Exam: skin 3 x 3 cm area of induration to right abdominal wall. Incision and drainage abscess simple. Drainage: purulent. Amount: moderate. (B)(6)2016: (B)(6)medical center. (B)(6) do. Emergency room visit. Chief complaint of an abscess for her left elbow x2 days. Notes an abscess to her right upper quadrant as well. Referred to a surgeon who stated he wanted to wait to see if mass would enlarge. Exam: abdomen soft, normal appearance and bowel sounds are normal. Left forearm ulcerated lesion measuring 2 cm in diameter. Active purulent oozing. Impression: abscess. (B)(6) 2018: (B)(6), md. Office notes. Presents with complaints of abdominal pain. Has extreme issues from the pannus causing rashes and raw skin, but also a lot of pain and discomfort from her hernias. Cannot lift things, bend over easily, or strain to use the bathroom. Will have an ultrasound performed. Weight 182 lbs., bmi 29.4. History of lymphedema, rheumatoid arthritis, acid reflux, bowel obstruction. Exam: a physical exam of the abdominal region was performed to assess the integrity and potential pathology of the associated skin, musculoskeletal components, and possible degree of intra-abdominal herniation. A leg lift maneuver was utilized to increase the intra-abdominal pressure and further examination for an abdominal hernia. The diagnostic findings of the abdominal exam are described in additional detail below. Positive leg lift maneuver, suspect ventral and umbilical hernia. Pannus present. Impression: abdominal pain assessment for hernia. Plan: a supportive diagnostic dynamic ultrasound is needed to further support and evaluate the pathology of the suspected ventral and umbilical herniation. Encouraged to reduce weight prior to surgical intervention, to help reduce the risk of complications and allow for improved post-operative outcomes. (B)(6) 2018: (B)(6) center. (B)(6) md. Radiology-us abdomen limited. Indication: abdominal pain, multiple prior surgeries including prior ventral hernia repair. Findings: a discrete focal defect is identified in the abdomen in the supraumbilical region. Estimated diameter of the defect is approximately 1.2 x 0.8 cm. Hypoechoic material, likely fat, is seen extending through the defect into the anterior abdominal wall, with slightly slight mushroom morphology, with overall slight mild inferior extension 4 slightly greater then 2 cm. During dynamic leg raise maneuver, no definite increase in amount of fat extending into this hernia is seen. This hernia is located medially superior to the echogenic umbilicus, where increased echogenicity is seen. No echogenic bowel is seen within the supraumbilical hernia. Several images suggest curvilinear echogenicity immediately posterior to the rectus muscles bilaterally, which correlates with the hernia repair bilateral mesh seen on prior CT. Of note, separation of the mesh is seen at and just above the level of the umbilicus. More superiorly in the mid to upper abdomen at the midline, there is separate focal disruption of linear echogenicity, representing either fascial dehiscence and/or separation between the mesh with estimated diameter of 1.3 x 1.4 cm. Hypoechoic material, likely fat, is seen extending ventrally through this defect into the anterior abdominal wall. During dynamic leg raise maneuver, greater amount of hypoechoic fat extends into this hernia. No echogenic bowel seen. No fluid collection is seen. Impression: small supraumbilical fat-containing hernia. Mid to upper abdominal midline fat-containing hernia, slightly increasing in size during dynamic leg raise maneuver. Evidence of prior ventral abdominal hernia repair. (B)(6) 2018: (B)(6), md. Office notes. Presents with abdominal pain that increases with lifting and straining. Impression/plan: when physically examined it was found that there are two large hernias. She would be a good candidate to have the hernia repair and panniculectomy. Has extreme issues from the pannus causing rashes and raw skin, but also has a lot of pain and discomfort from her hernias. The dynamic diagnostic ultrasound confirmed both an incisional and ventral hernia. Will be scheduled for surgery and return to office in future for a health and physical. (B)(6) 2018: (B)(6) md. Office notes. Health and physical exam for reconstructive plastic surgery at sngh/depaul hospital: ventral and umbilical hernia repair scheduled 7/09/18. Weight 182, bmi 29.4. Exam: abdomen; general abdominal inspection appears normal, with no remarkable skin abnormalities. Palpation reveals soft, non distended and non tender throughout with no appreciable hepatosplenomegaly, masses, or fullness. Increased intra-abdominal pressure with leg lift maneuver reveals a sharp pain upon additional palpation. Auscultation normal with active bowel sounds in all four quadrants. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Preanesthesia consult. Has a fever of 102f and doesn¿t feel or appear ill. Dr (B)(6) has cancelled his case. Asa 3. (B)(6) 2018: (B)(6) hospital. Anesthesia summary. Weight 179.3 lbs, bmi 28.94. (B)(6) 2018: (B)(6) hospital. Guy trengove-jones, md. Discharge summary. Discharge diagnosis: herniation of the anterior abdominal wall. Hospital course: discharge delayed by ileus following extensive adhesion resection, peristalsis restored by end of second post-operative day. Disposition: home. (B)(6) 2018: (B)(6) md. Office notes. Presents today for follow up hernia repair. She is very happy with the results. Requesting more pain medications at this time. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Minimal seroma. Impression: on examination, there is no recurrence of hernia. Abdomen is non-tender. All pre-operative pain has resolved. Bowels are working regularly and eating habits are normal. Discussed no heavy lifting. Plan: suture removal at next visit. Needs to get binder/garment. (B)(6) 2018: (B)(6), md. Office notes. Presents for follow up. Reports pain in abdomen that she can not make better or worse. Requesting pain meds. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive for fluid. Impression: on examination, there is no recurrence of hernia and no seroma. All pre-operative pain has resolved. Bowels are working regularly and eating habits are normal. Discussed no heavy lifting. Aspirated right side of abdomen- 400 cc removed. Plan: suture removal. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Denies any original pain. Bowels are regular and eating habits are normal. Reports swelling in abdomen that she can not make better or worse. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive for fluid. Impression: discussed no heavy lifting. Plan: aspirated right side of abdomen- 350 cc removed. Needs waist binder. (B)(6) 2018: (B)(6), md. Office notes. Presents for follow up. Reports persistent swelling in abdomen, but the binder has been helping. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive fluid. Impression: 550cc aspirated today. Fluid slightly turbid and therefore possibly infected ¿ prophylactic keflex prescribed. Tolerated procedure well. Will continue to have patient follow up biweekly until abdominal swelling resolved and aspiration is below 50cc. Plan: continue biweekly visits. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Reports persistent swelling in abdomen, but the binder has been helping. Has been compliant with the antibiotics. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive for fluid. Seroma 1100 cc. (B)(6) 2018: (B)(6) md. Office notes. Presents for seroma aspirations 600 cc. Weight 186 lbs., bmi 30.0179. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive for fluid. Impression: 600 cc aspirated today. Tolerated procedure well. Will continue to have patient follow up biweekly until abdominal swelling resolved and aspiration is below 50 cc. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Denies any original pain. Bowels are regular and her eating habits are normal. Has been compliant with wearing her garment. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Positive for fluid. Impression: 600 cc aspirated today. Tolerated procedure well. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Bowels are regular and eating habits are normal. Has been compliant with wearing garment. Has finished her course of antibiotics two days ago. Patient reports that a drain was accidentally pulled out. States that there is still fluid weeping from the incision line, although minimum. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. No sign of seroma. Impression: prescribe another course of cipro prophylactically. Did have the drain fall out on the lateral side. Appears to have no sign of seroma. (B)(6) 2018: [facility ni]. Lab-culture wound with gram stain. Specimen information: abdomen. Gram stain: few wbc¿s. Gram stain: no organisms seen. Culture results: moderate methicillin resistant staphylococcus aureus. Culture results: moderate methicillin resistant staphylococcus aureus. 2nd morphotype. Culture results: moderate methicillin resistant staphylococcus aureus. 3rd morphotype. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Bowels are regular and her eating habits are normal. Has been compliant with wearing her garment. States that there is still fluid weeping from the incisional line, although minimum. Has been compliant with antibiotic. Impression: previously had drainage cultured- positive for methicillin resistant staphylococcus aureus. Sensitive to bactrim and cipro- she is currently on cipro. Plan: flush out the wound. Dressing placed. Follow up in 2-4 days. Will switch to levaquin. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Bowels are regular and her eating habits are normal. Has been compliant with wearing her garment. States that there is still fluid weeping from the incisional line, although minimum. Has been compliant with antibiotic. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Negative ballottement. Impression: there is no recurrence of hernia and no seroma. Discussed no heavy lifting. Irrigated wound with diluted peroxide to help with healing. Offered to open wound more to increased draining/healing process, but patient denies. (B)(6) 2018: (B)(6) md. Office notes. Presents for follow up. Bowels are regular and her eating habits are normal. Continues to have drainage from site. Has been changing dressing three times a day, in which she is using maxis pads. Has been compliant with antibiotics since the surgery. Impression: moderate purulent drainage from surgical line. Discussed with patient the need to open up and ind in operating room due to prolonged time of drainage. Patient understands and agrees with plan. (B)(6) 2019: (B)(6), md. Office notes. Presents today for history and physical. Weight 185 lbs., bmi 29.9. Medications: rheumatrex, rituxan, aspirin. Exam: abdomen bowel sounds normal. Non-tender to palpation. No organomegaly, masses, or hernia present on exam. Impression: presents today for history and physical for incision and drainage of abdominal seroma surgery. Plan: placed on the scheduled surgical procedure on (B)(6) 2019. (B)(6) 2019: (B)(6)center. (B)(6) md. Operative report. Preoperative diagnosis: infected central abdominal seroma. Postoperative diagnosis: infected central abdominal seroma. Procedure performed: partial excision and drainage of infected abdominal wall seroma. Assistant: shellhammer. Anesthesia: general. Estimated blood loss: none. Specimens removed: infected seroma abdominal region. Culture: for aerobic and anaerobic fluids. Findings: midline strip of residual seroma. Complications: none. Implants: none. Procedure in detail: ¿the patient was placed on the operating table in the supine position. The central abdomen sinus was injected with methylene blue and the abdomen was prepped and draped. The patient was given kendall stockings, which were inflated prior to induction of anesthesia. The inferior abdominal wall seroma was opened by making a circular incision through the skin and subcutaneous tissue and the seroma wall. This allowed the wound to be examined and the apparent drainage released. The remaining seroma was linea extending up to the area of the xiphisternum where another small aperture was made so that the wound could be lavaged from both extremes superiorly and inferiorly. There was no sign of any foreign body such as suture in the seroma wall. The cultures were taken and the wound was packed with a kerlix bandage extending from the top wound to the lower wound. The packing was then covered with multiple abd pads and foam tape. The patient was returned to the recovery room in stable condition to be admitted to the hospital for observation and establishment of material identification and sensitivity to antibiotics.¿ (B)(6) 2019: (B)(6) laboratory(B)(6) md. Pathology. Specimen #: (B)(6) . Type of specimen: a: infected seroma of abdominal wall. Final diagnosis: skin and soft tissue, abdominal wall, excision: granulation tissue with acute and chronic inflammation. Skin with scar. Gross description: received in formalin labeled with the patient¿s identifiers and ¿infected seroma abdominal wall¿ are multiple ragged fragments of soft tissue aggregating to 5.5 x 4.0 x 2.5 cm. The fragments are remarkable for a moderate amount of blue dye. One of the fragments has a portion of black skin measuring 1.8 x 1.8 cm. The skin is remarkable for a linear healed suture line measuring 1.3 cm. The specimen is sectioned to reveal a moderate amount of dense white-gray fibrous tissue. Representative sections are submitted in one cassette. Microscopic description: sections demonstrate skin and fibrous tissue. Also within the fragments are portions of inflamed granulation tissue. No neoplasm is identified. (B)(6) 2019: (B)(6) md. Office notes. Present for follow up from infection in abdomen. Exam: skin healing wound to abdomen; no signs of infection. Impression: post op incision and drainage. No signs of infection. Has seven more days of antibiotics via peripherally inserted central catheter line. Drainage has decreased since previous visit. Continued on attachment.